Event description:
The lead was returned following the patient's death. See report 2124215-2014-18032 for information on the patient's death.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 493 mm from the terminal pin, only the proximal segment was returned. On the returned portion, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis could not confirm the reported clinical observations based upon the analysis of the returned segment.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving an appropriate shock for ventricular tachycardia (vt). Upon interrogation the right ventricular (rv) lead exhibited loss of capture, it was noted that the patient had an underlying rhythm. Subsequently a revision procedure was performed where a perforation was confirmed via fluoroscopy. Subsequently the rv lead was successfully repositioned. No additional adverse patient effects were reported.